Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation procedure with unspecified mentor gel breast prostheses that both ruptured after implantation. An MRI showed bilateral rupture. As a result, the patient underwent bilateral explantation on (B)(6) 2018. This medwatch report is for the left breast prosthesis.